Manufacturer narrative:
The condition of the device is consistent with excessive forces being applied.

Event description:
During a knee repair procedure, a piece of the device broke off. The surgeon had to make another incision to try and locate and remove the broken piece, which caused a 45-minute delay. The surgeon could not locate or remove the piece.